Event description:
This event was also reported under manufacturer report #2182207-2024-02257 [information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown ind ications for use. It was reported that the company representative (rep) stated that they did a catheter revision. The catheter was explanted and replaced. They reached out to confirm the calculation for priming of the catheter and a therapeutic bolus of 67mcg. The drug information reads as follow concentration 2000 mcg/ml catheter volume 0.173ml and total prime volume of 0.266ml]. Any additional information received will be reported under this manufacturer report number #3004209178-2024-08762.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8780 catheter: analysis identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) an unknown source regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had withdrawal symptoms. The clinic preformed a dye study. There was a catheter leak near the anchor and failed dye study. The patient went to the operation room (or) to have a catheter replacement. The old catheter was removed, and new catheter was placed. They got cerebrospinal fluid (csf) return on the new catheter so was functioning properly at the of catheter replacement. The dosage was 602/4 mcg/day which includes 6 flex doses 67 mcg/hr for one of the flex doses and the other 5 flex doses were 62.9 mcg/hr.  The flex doses were in 15 minutes duration. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-nov-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.